Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, multiple occlusion alarms occurred. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the pump supplies were changed to address the issue. The customer's blood glucose level was 180 mg/dl.